Event description:
A report was received that a patient's ipg was not charging properly and having difficulty holding a charge. The physician elected to replace the ipg. The patient is reportedly doing well.

Event description:
A report was received that a patient's ipg was not charging properly and having difficulty holding a charge. The physician elected to replace the ipg. The patient is reportedly doing well.

Manufacturer narrative:
Correction made to initial MDR: it should be (B)(6) 2008.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.